Manufacturer narrative:
(B)(4). The suspect product is reported as an unspecified ha filler and no lot number is available for trend analysis. Pharmacovigilance comment: a causal relation between the event, granuloma, and the treatment with unspecified hyaluronic acid (ha) filler cannot be excluded. Granuloma is addressed in the label. To our knowledge, the granuloma has not been confirmed by biopsy. Eyelid ptosis can be considered secondary to the granuloma in the upper eyelid. A causal relation between the events: back pain, knee pain, and systemic reaction to ha, cannot be assessed due to limited information. There is no information about injection site or time frames for these events. Also the patient's medical history is unknown. It is noteworthy that hyaluronidase was not used as first-line-treatment. To be noted, the patient received treatment with a hyaluronic acid filler one year later without complications. The case is assessed as serious due to the hospitalization of the patient and the intervention with intravenous methylprednisolone.

Event description:
Case reference number (B)(4) is a case from a literature report identified on 06-nov-2015. Literature reference: woodward, khan, martin; facial filler complications; facial plast surg clin n am 23 (2015) 447-458. This is a review article that discuss facial complications after filler treatments. The article includes identification of various filler-associated adverse events, knowledge of tips to prevent filler-associated adverse events, and recognition of vascular occlusions: how to avoid them and how to treat them. Patient specific information: the patient experienced a global systemic reaction to hyaluronic acid that presented with bilateral ptosis. Granulomas (not biopsy confirmed) were noted in upper and lower eyelids, temples, cheeks, and lips. A test was placed on her forearm that reacted positive with granulomatous response. The patient suffered knee and back pain possibly from cross reactivity with ha in her joints. After no improvement with antibiotics, the patient required hospital admission for intravenous methylprednislone for 3 days followed by oral steroids for 1 month. All areas were dissolved with hyaluronidase on three occasions. One year after recovery, she was successfully treated with belotero (a hyaluronic acid product) with no complications.